Event description:
A surgeon reported that after insertion of an intraocular lens (iol), he noticed a crack in the iol. He decided to remove the iol and in doing so, he bumped the cornea which resulted on postoperative corneal edema. A vitrectomy was performed and medication was used. The surgeon reported the patient was doing better and he expected the cornea to make a full recovery.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/30/2009 and 02/02/2009 by phone, fax, and mail. A completed questionnaire was received on 02/04/2009.